Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 7 atms on the second inflation. The first inflation pressure is unk. It was reported the physician did not feel resistance at the time of insertion. The lesion being treated was a calcified, 99% stenotic lesion in the distal left circumflex (lcx) coronary artery. A traverse 0.014 guidewire and a t8fr cyber q3.5 guide catheter were also used in the procedure. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good'.